Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ foreign body in the endometrial cavity') and embedded device ('embedded inside of the left fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not performed.". The patient's concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2017 to (B)(6) 2017, for contraception and haemorrhage nos as well as cetirizine from (B)(6) 2017 to (B)(6) 2017, colecalciferol from (B)(6) 2017 to (B)(6) 2017, cyanocobalamin from (B)(6) 2017 to (B)(6) 2017, magnesium, metronidazole from (B)(6) 2017 to (B)(6) 2017, nsaid's since (B)(6) of 2010 and paracetamol (acetaminophen) since (B)(6) of 2010. On (B)(6) of 2010, the patient had essure inserted. In (B)(6) of 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) general abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) of 2016, the patient experienced pelvic pain ("pain"). In (B)(6) of 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (underwent a partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and underwent a partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes): (B)(6) of 2017. Essure was removed on (B)(6) of 2017. At the time of the report, the device expulsion, vaginal haemorrhage, pelvic pain and back pain had resolved, the embedded device, depression, anxiety, weight increased, urinary tract infection, mental disorder and post procedural complication outcome was unknown and the abdominal pain lower, menorrhagia, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, mental disorder, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Approximate weight at the time of essure placement 140 lbs. She received treatment for psychological disorder, and migration of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. (B)(6) of 2017, ultrasound report: vaginal bleeding in this patient with essure fallopian inserts for 7 years. The left fallopian insert remains in place with right fallopian insert having migrated into the uterine cavity. Impression: the right essure fallopian insert has migrated into the uterine cavity. (B)(6) of 2017 -surgical pathology report: specimen- uterus and cervix gross description- there are metallic coils present in the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:back pain, menorrhagia,cramping, dysmenorrhea. Most recent follow-up information incorporated above includes: on 5-may-2020: new events psychological disorder, post procedural complication and uti, outcome of events, rcc and reference updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus/ foreign body in the endometrial cavity") and embedded device ("embedded inside of the left fallopian tube") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not performed.". The patient's concurrent conditions included uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("mental anguish") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (underwent a partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, dysmenorrhoea, dyspareunia, depression, anxiety and weight increased outcome was unknown and the vaginal haemorrhage, abdominal pain lower, pelvic pain, back pain and menorrhagia was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Approximate weight at the time of essure placement 140 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. (B)(6) 2017 ultrasound report: vaginal bleeding in this patient with essure fallopian inserts for 7 years. The left fallopian insert remains in place with right fallopian insert having migrated into the uterine cavity. Impression: the right essure fallopian insert has migrated into the uterine cavity. (B)(6) 2017-surgical pathology report: specimen- uterus and cervix gross description- there are metallic coils present in the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:back pain, menorrhagia,cramping, dysmenorrhea. Most recent follow-up information incorporated above includes: on 13-jul-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition:depression and mental anguish, migration of essure device location of device: uterus, dysmenorrhea (cramping), dyspareunia, weight gain, lower abdominal pain, lower back pain, pelvic pain, embedded inside of the left fallopian tube, essure confirmation procedure not confirmed were added. Outcome of events pain, bleeding from unknown to recovering/resolving.new reporter and date of birth were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus/ foreign body in the endometrial cavity") and embedded device ("embedded inside of the left fallopian tube") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not performed.". The patient's concurrent conditions included uterine bleeding. Concomitant products included cilest (ortho tri-cyclen) from (B)(6) 2017 to (B)(6) 2017 for contraception and haemorrhage nos as well as cetirizine from (B)(6) 2017 to (B)(6) 2017, colecalciferol from (B)(6) 2017 to (B)(6) 2017, cyanocobalamin from (B)(6) 2017 to (B)(6) 2017, magnesium, metronidazole from (B)(6) 2017 to (B)(6) 2017, nsaid's since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("mental anguish") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (underwent a partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent a partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, depression, anxiety and weight increased outcome was unknown and the vaginal haemorrhage, abdominal pain lower, pelvic pain, back pain, menorrhagia, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Approximate weight at the time of essure placement 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. (B)(6) 2017 ultrasound report: vaginal bleeding in this patient with essure fallopian inserts for 7 years. The left fallopian insert remains in place with right fallopian insert having migrated into the uterine cavity. Impression: the right essure fallopian insert has migrated into the uterine cavity. (B)(6) 2017 -surgical pathology report: specimen- uterus and cervix gross description- there are metallic coils present in the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:back pain, menorrhagia,cramping, dysmenorrhea. Most recent follow-up information incorporated above includes: on 18-oct-2018: plaintiff fact sheet received. Outcome of events dysmenorrhoea and dyspareunia was updated to recovering. Concomitant medications added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ foreign body in the endometrial cavity') and embedded device ('embedded inside of the left fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not performed.". The patient's concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2017 to (B)(6) 2017 for contraception and haemorrhage nos as well as cetirizine from (B)(6) 2017 to (B)(6) 2017, colecalciferol from (B)(6) 2017 to (B)(6) 2017, cyanocobalamin from (B)(6) 2017 to (B)(6) 2017, magnesium, metronidazole from (B)(6) 2017 to (B)(6) 2017, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) general abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (underwent a partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and underwent a partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes): (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal haemorrhage, pelvic pain, back pain, menorrhagia and urinary tract infection had resolved, the embedded device, depression, anxiety, weight increased, mental disorder and post procedural complication outcome was unknown and the abdominal pain lower, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, mental disorder, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Approximate weight at the time of essure placement 140 lbs she received treatment for psychological disorder and migration of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. 21march2017 ultrasound report: vaginal bleeding in this patient with essure fallopian inserts for 7 years. The left fallopian insert remains in place with right fallopian insert having migrated into the uterine cavity. Impression: the right essure fallopian insert has migrated into the uterine cavity. 05jul2017 -surgical pathology report: specimen- uterus and cervix gross description- there are metallic coils present in the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ foreign body in the endometrial cavity') and embedded device ('embedded inside of the left fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation procedure not performed.". The patient's concurrent conditions included uterine bleeding. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2017 to (B)(6) 2017 for contraception and haemorrhage nos as well as cetirizine from (B)(6) 2017 to (B)(6) 2017, colecalciferol from (B)(6) 2017 to (B)(6) 2017, cyanocobalamin from (B)(6) 2017 to (B)(6) 2017, magnesium, metronidazole from (B)(6) 2017 to (B)(6) 2017, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) general abnormal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain ("pain"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post procedural complication"). The patient was treated with surgery (underwent a partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and underwent a partial hysterectomy, salpingectomy (bilateral removal of fallopian tubes): (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, vaginal haemorrhage, pelvic pain, back pain, menorrhagia and urinary tract infection had resolved, the embedded device, depression, anxiety, weight increased, mental disorder and post procedural complication outcome was unknown and the abdominal pain lower, dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, mental disorder, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Approximate weight at the time of essure placement 140 lbs she received treatment for psychological disorder and migration of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. (B)(6) 2017 ultrasound report: vaginal bleeding in this patient with essure fallopian inserts for 7 years. The left fallopian insert remains in place with right fallopian insert having migrated into the uterine cavity. Impression: the right essure fallopian insert has migrated into the uterine cavity. (B)(6) 2017 -surgical pathology report: specimen- uterus and cervix gross description- there are metallic coils present in the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:back pain, menorrhagia,cramping, dysmenorrhea. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : events outcome updated for menorrhagia, uti. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a partial hysterectomy). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.